Event description:
Add'l info received for report mw5105074 on 12/07/2021. I am filing a follow up report on access number: mw5105074. I developed some open wounds in my right nare and was treated with topical antibiotics. They are still there. The dme company finally come and recheck the machine. The dme company replaced the machine. The concentrator was blowing out white dust particles. The dme company said that the internal cylinders had burst in the concentrator. FDA safety report ID# (B)(4). (B)(4).

Event description:
Oxygen deprivation/dysphagia; carier eco companion sn (B)(4) ref (B)(4) USA. My oxygen company replaced my old oxygen concentrator with the about carrier unit. I have had continual problems with the oxygen tubing popping off the unit from the attachment site to the unit. My oxygen company has changed out my tubing, nasal cannulas, and extended my tubing. It continues to happen. They think I am moving too much in my sleep. I watched the concentrator yesterday during the day set at 2 liters with the extension tubing and cannula attached. The extension tubing popped loose from the concentrator. I was not wearing the oxygen tubing at the time. When I assessed the concentrator the flow meter was set at 3 liters. I set it at 2 liters when I attached the new tubing. I decreased the flow rate last night to 1.5 liters after the tubing popped loose from the concentrator again. The tubing remained on the concentrator all night after I decreased the oxygen flow rate. I have been waking up for months at night replacing the tubing when it pops off the concentrator. It has been so bad that I go to bed between 6pm to 8pm in order to obtain 6-8 hours of sleep under oxygen. I have copd, bronchitis, asthma. I have had a candia albacans infection in my nasal sinuses during this time. I have had major sinus surgery, wrist surgery from ligament tears and under gone a gastric esophageal dilation during this time. I have a lot of serious medical conditions including cabag. My concern is that by not receiving a constant 2 liter flow of oxygen with a disruption in my sleep pattern may have contributed to some of my medical interventions that have been preformed since I became in possession of this type of concentrator. My oxygen company has been helpful in attempting to resolve this issue. My husband has reattached the tubing 3 times in one night without success. Could your office please consider looking into the function of this concentrator? Thank you. FDA safety report ID# (B)(4).